Manufacturer narrative:
(B)(4) information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed on tissue. The device was manually released with no tissue damage. Another device was used to complete the case. There was no adverse consequence to the patient.

Event description:
This is a spontaneous report by a baxter (B)(4) from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with peritonitis. At the time of reporting, it was unknown if the patient was hospitalized. On (B)(6) 2010, the patient was given remedial treatment with reflin 1.5gm ip and fortum 1.5gm ip. The root cause of the peritonitis was unknown. At the time of reporting, the peritonitis was resolving. It was unknown if the patient's remedial treatment with reflin and fortum continued. Dianeal therapy continued. The nurse believed that the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with one jaw and cam ramp disengaged. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the found condition of the jaws may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, the device locked out as intended but the orange indicator did not show up. This finding is not related to the reported event. The final quality release criteria were met before this batch was released for distribution.